Manufacturer narrative:
A philips remote application specialist (ras) interviewed the customer who reported the heart rate (hr) yellow alarms announced a short audible tone and then stopped. They were wondering why the alarms were not latched. The hr short yellow alarms announced for a short duration, then a visual message displays for specific timeout period. The customer expressed the yellow alarm were latched in the past but did not know why the application changed. The ras explained " yellow (short yellow) arrhythmia" alarms are considered lower in priority than red alarms but still may indicate serious rhythm or rate disturbance. Yellow arrhythmia alarm can be superseded by a more serious yellow arrhythmia alarm event, or a red alarm. Yellow arrhythmia alarms have a distinctive sound and will sound for a short duration. The alarm message remains for up to three minutes. Hr alarms can be configured to be "yellow hr limit alarms". If configured to be a limit alarm, they will be announced as a continuous yellow level alarm. Yellow hr limit alarms will respond to the configured latching settings configured on a specific device. The ras emailed the customer the "arrhythmia monitoring st/ar algorithm¿ which further explained the monitors¿ alarm structure. The ras reported the monitor's application was performing as expected. Philips requested configuration logs to be further examined by a philips product support engineer (pse); however, they were not retained/provided by the ras. Based on the information available in the case, the cause of the reported problem was not confirmed as it could not be reproduced. The ras could not recover the configuration logs. The reported problem was not confirmed. The customer will review the email with the manager before modifying the hr alarms configuration settings. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.

Event description:
It was reported the alarms were not latching, they were self-acknowledging. The device was in use on patient at time of event, there was no adverse event reported.